Manufacturer narrative:
Because the customer made the report via email, customer service responded with an email requesting that she call in so that her issue could appropriately be addressed. In follow up with a complaint handler on 12/13/2018, the customer responded that she went to her lactation consultant who indicated that the pump was making an odd "knocking" noise when suctioning, which was not normal in her opinion. Additionally, the lactation consultant determined that she was using the correct size breast shield, but suggested that she also purchase a size down and recommended that she see her doctor to determine if she needs a prescription for her cracked and bleeding nipples. The customer indicated that she received a prescription nipple ointment from her doctor and the pain was minimal after using the prescription. The complaint handler asked the customer to contact customer service to troubleshoot her pump and address the issues she was having; however, as of the date of this report, the customer has not done so. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2018, the customer alleged to medela llc via email that she met with a lactation consultant who told her that her pump in style breast pump was defective, that the suction did not seem normal and it has been causing her some nipple damage. She additionally alleged that all of the parts and accessories were working properly.